Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer¿s blood glucose level was unknown. Customer also reported no insulin delivery alarms and scratches on screen. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm or verify no communication anomaly due to motor error alarm. Motor passed motor test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.